Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll for evaluation. A visual inspection of the returned battery was performed and found no physical damage noted upon receipt. Archive review reveals an un-commanded shutdown resulting of an overcurrent condition during the reported event date on may 4, 2016. The over current condition event triggered the battery to open its onboard field effect transistor (fet) safety measure. This was caused potentially due to excessive current on the autopulse for too long. The battery was tested by inserting it into a known good multi chemistry charger and was charged successfully with 4 green led flashing lights. After charging, the battery rc was 1271 mah and the battery power output was 1780.8 watts. The battery was tested and run on the auto pulse; sn#: (B)(4) that was used during the event without any fault or any other issues. In summary, the reported customer complaint of autopulse powering off abruptly was confirmed based on a review of the internal archives of the autopulse and batteries. The potential root cause is excessive current was demanded on the auto pulse for a long period of time. Note that this battery was manufactured on 2013-01 and has reached its 3 years life cycle of service causing the 4 green led lights to flash.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 05/17/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The autopulse is used as an adjunct procedure to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse unexpectedly stops compressions, the interruption is similar to interruptions prescribed in the aha guidelines. Changing battery and restart compression is quick, similar to the time necessary for rescuer rotation. Therefore, battery exchange for autopulse presents the same workflow as manual CPR in which rescuers are rotated. Hence, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. If an autopulse unexpectedly stops compressions, it is not likely to cause or contribute to a patient death or serious injury. The cause of death was presumed to be patient's underlying clinical condition of cardiac arrest. Evaluation not completed.

Event description:
On (B)(6) 2016, (at 1:37pm) the emergency medical services (ems) unit responded to a call of an (B)(6) male patient (B)(6) who had collapsed in his backyard and suffered a cardiac arrest. The responding ems crew arrived at the patient's home at approximately 1:40pm. At the scene, the crew found the patient lying supine on ground (in the backyard) and the patient's wife already performing CPR. The event was witnessed by the patient's spouse, who stated the patient collapsed while working on the yard. The patient was known to have hypertension, had a significant cardiac history, and had a pacemaker; however, the patient did not have any complaints prior to collapsing. The patient's medication regimen (dosage not known) are as follows: coreg/carvedilol, aspirin, cardizem/diltiazem, flomax, and bumex. The patient's wife reportedly began CPR approximately two minutes prior to the ems crew arriving. Upon patient contact (at 1:42pm) the ems crew found the patient unconscious, unresponsive, pulseless and apneic. The patient was immediately placed onto the autopulse platform without any issues, the device was powered on, and compressions initiated at about 1:43pm. According to the crew, after one minute of compressions, the device abruptly powered off. The battery was removed and a secondary battery was used. The autopulse platform was powered on and compressions commenced; however, a minutes later the device again abruptly powered off. It was reported that the secondary battery was removed; however, it is not clear if a third battery was used or if the secondary battery was re-inserted back into the autopulse platform. The crew indicated the autopulse platform did power back on and the device continued to function without any further issues. Additionally, it was reported that the ems crew treated the patient per pea/asystole and ventricular tachycardia (vt) protocol; vt occurred at 1:54pm, patient received 1 shock at 120 joules. The following was also noted by the responding crew: bag-valve-mouth (bvm) ventilations with 15 lpm of oxygen (o2,) IV attempt, intraosseous (io) established, intubation attempt, capnography monitored, and a total of 5mg of epinephrine administered return of spontaneous circulation (rosc) was not achieved. The patient was transferred to the hospital emergency room. No further information was provided. Reference other related submissions: MFR 3010617000-2016-00378 and MFR 3010617000-2016-00379.